Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comment that the bottom function knob on the external pulse generator (epg) was broken and the selector switch on the front of the case was broken. However it was noted that the menu dial knob was missing. The upper case was broken. The lower case was dented and broken. The encoder assembly was replaced preventatively. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom function knob on an external pulse generator (epg) was broken, the selector switch on the front of the case was broken also. The epg was returned for repair. There was no patient involvement.